Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of infection. Medical records were received. Operative report indicates that the cultures never grew positive cultures for infection. It was further noted that she likely had a metal on metal allergy rather than infection.